Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the xiphoid incision site had opened. Although the cultures were negative for infection the electrode along with the subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to concern over an infection. It was noted that the patient is tall and has a slender build. No additional adverse patient effects were reported.